Manufacturer narrative:
510k: this report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a le fort I osteotomy, when fixing the medial right and left facial buttresses of maxillary with rsb l type plate, the 6 mm screw could not be held with the screwdriver. The screw could not be held when the plate was positioned flat and was matched up perpendicular to the sleeve of the screwdriver. There was no reported looseness of the holding sleeve of the screwdriver. The surgery was completed with a thirty (30) minute surgical delay. There was no harm to the patient. Concomitant devices reported: plates (part number unknown, lot unknown, quantity 1), 2.0mm crucfrm scrwdrvr bld w/spring hldg slv f/resorb mqc (part number 314.686, lot 9783433, quantity 2). This report involves one (1) unknown screws: trauma. This is report 1 of 1 for (B)(4).